Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device is not included in the emblem s-ICD premature depletion advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The 3191 code was utilized due to the surgery that occurred.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient had not been followed since system implant. The device had declared elective replacement indicator (eri) and premature battery depletion was suspected. A review of the stored data identified untreated and treated episodes. Some episodes resulted from low amplitudes and noise which was oversensed resulting in inappropriate shocks. T-wave oversensing with some occasional undersensing was also identified. The episode in which undersensing was observed resulted in a delay in therapy of approximately twenty seconds after which the delivered shock converted the arrhythmia. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The device was subsequently explanted and returned for testing. No additional adverse patient effects were reported.